Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the pump was booted and the display screen was observed to be dim with a pink contrast. Unrelated to the initial complaint, a crack along the battery comparment extending from the fingerpad to the case seal was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an ink spot in the middle of the screen that had a ¿checker board effect¿ that made the screen difficult to see. The reporter stated that there was no lens film is over the screen and denied any trauma or moisture to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.